Event description:
The olympus representative overhead the facility staff member(s) had an incidence of infection in the bronchoscopy procedure with an unknown number of patients. The olympus representative was unable to gather additional information.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the olympus field service engineer (fse) overheard an incidence of infection in the hospital¿s bronchoscopy department; it is possible that there was an infection involving the device (model #bf-1th190), as the facility only uses this specific model of the device. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: it was later reported that on 12jul2022, the scope was found with a rubber leakage and sent to workshop for repair.